Event description:
The customer reported conflicting results with the ID now covid-19 assay performed on (B)(6) 2022 using one lot. The first ID now covid-19 assay generated a positive result. The second assay, performed on a separate instrument but using the same lot, generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally; the customer confirmed there was no delay or impact in the patient's treatment. Although requested no additional information was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1063060 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part 191-000 / lot 1063060 and test base part number 190-430 / lot 1063060. Quality control release testing met specifications with no conflicting results observed. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices distributed is 0.002%. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices distributed is 0.006% abbott diagnostics scarborough was unable to determine an assignable root cause, however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.